Event description:
It was reported that while using night aligners, the patient had a tooth (#25) that had been pushed down thru treatment and can no longer touch the aligner other teeth. The clinical support advised a rest period for intrusion/tipping.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.